Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced gap on tubing connector event and got hospitalised on (B)(6) 2024 due to high blood glucose. The glucose level was 700 mg/dl at the time of hospitalisation and the patient was treated with intravenous drip. The patient reported symptoms of confusion, feeling sick/unwell, tiredness/weakness and nausea at the time of hospitalisation. No further information available.